Manufacturer narrative:
The unit has not been returned for investigation and we are therefore unable to determine the root cause at this time. We have followed up with the user facility for additional information and to request that the unit be sent back for evaluation. It was reported that there was no harm to the patient. A supplemental report will submitted when the investigation has been completed.

Event description:
It was reported that the disposable set was damaged following an overheat incident during a case. No injury to the patient.